Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's basal iq software was not suspending insulin appropriately. Reportedly, customer's blood glucose level was over 300 mg/dl. Tandem technical support was unable to confirm the allegation as customer did not upload pump data for review.